Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that in the physician opinion it was possible there was a lead integrity issue/mineralization issue with the rv lead.

Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in threshold, a slow increase in impedance and under-sensing on stored electrograms (egms). The rv lead remains in use. No patient complications have been reported as a result of this event.